Event description:
The biomedical engineer reported that the central nurse's station (cns) alarm parameters are not defaulting back to the master alarm settings. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that alarm parameters were not defaulting back to master alarm settings [after patient is discharged] on the cns device. A new patient could not be admitted with the default alarm settings. The settings changed once the patient is admitted. On the same day nk clinical application specialist (cas) timothy pruitt spoke with customer abe morgan, director of biomedical department. The issue was clarified to be occurring on telemetry transmitter devices taking on other default settings (g9 device's default settings). The ext brady that was set at 35 on telemetry were changing to 40 after patient is admitted. Nk cas confirmed that default parameters was set at 35 for the telemetry devices. The patient can be admitted directly to tele and would not have been transferred from a g9 device. No device logs were available at the time of this report. Nk cas instructed customer to collect device logs for further analysis. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was put into service on 6/13/2017. Service history for this device shows the following: (B)(6) 2019 (B)(4)- current notification. (B)(6) 2019 (B)(4)- customer reported cns device was constantly rebooting and displaying "network disconnect". Device was sent into nka for evaluation and repair. Nka repair center found the issue was caused by the hard drives. After replacing the hard drives, the issue was resolved. Device was shipped back to customer on (B)(6) 2019. (B)(6) 2017 (B)(4)- not related alarm settings or hard drive issues. (B)(6) 2017 (B)(4)- not related alarm settings or hard drive issues. (B)(6) 2017 (B)(4)- not related alarm settings or hard drive issues. (B)(6) 2017 (B)(4)- not related alarm settings or hard drive issues. (B)(6) 2017 (B)(4)- not related alarm settings or hard drive issues. Based on the above history, customer reported alarm settings issue after first reporting the network disconnect and rebooting issue under a previous notification, (B)(4). There were no alarm settings issue prior to (B)(6) 7/29/2019. After the current incident on (B)(6) 2019, there has been no other issues reported. Although the root cause of the alarm settings issue could not be determined, it is related to the hard drive incident reported. Investigation conclusion the root cause could not be determined. Additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information h6. Event problem and evaluation codes h10. Additional manufacturer narrative

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) alarm parameters are not defaulting back to the master alarm settings for a case that they have had. They stated that they opened the call to start the process and talk with tech support to understand what will be required as far as logs, etc. And our clinical application specialist (cas) sent them a file to help with additional details that they will need when they identify a patient case that has this issue. Nihon kohden's cas stated that they had not collected logs as they did not know what to do for past case, but provided them information on what type of logs and data needed to be collected to do an investigation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) alarm parameters are not defaulting back to the master alarm settings. No patient harm was reported.